Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) unit was not inflating. Unit ultimately commenced inflating however users opted to swap out the console to continue treatment without issue. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to replicate issue. The fse successfully completed a simulated treatment with a test catheter and simulator without issue upon initially testing the unit. Unable to identify anything unusual on the logs. Completed pm with all functional and safety tests per manufacturer specifications. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
N/a.